Manufacturer narrative:
A device history review of the current product was conducted, and no problems were found. Based on the results of the investigation, it is likely that the following led to the malfunction: poor watertightness of cable unit, water tightness is lost, and cable unit is damaged. The device evaluation also found damage on the protector, and corrosion on the electrical contact. A definitive root cause of the reported issue could not be determined. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited defective sheathing. There was no patient involvement.